Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had alarmed button error and failed battery test during an attempt to bolus. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that there was no significant event leading to the keypad issues. Customer also stated that the clock on the insulin pump did not advance when observed for one minute. The customer did not have a new battery to observe for three minutes to verify if the time was working properly and frozen display. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer declined troubleshooting for the failed battery test and frozen display. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm was noted during failure analysis. The insulin pump was received with intermittent act button response due to flattened button keypad dome. The keypad connector was found closed properly during visual inspection. Time/clock tested okay during failure analysis. No unexpected frozen screen or unexpected failed battery. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.